Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the patient experienced a pericardial effusion. During an ablation procedure for premature ventricular contractions (pvc), mapping of the right ventricular outflow tract tachycardia (rvot) was performed with an intellamap orion catheter. After that, mapping of the left ventricular outflow tract (lvot) was performed. Pacemap was performed from lvot, while keeping orion in the right chamber. The pacemap was good at earliest site of rhythmia. After that, the physician tried to observe the earliest site of rvot, and the non-boston scientific (bsc) ablation catheter was advanced into the rvot. However, the ablation catheter could not be advanced at all to the earliest site rvot, so the physician gave up. At that time, the orion was near the left ventricle (lv) "cusp ao." Since it was decided to perform ablation from the lvot, the ablation catheter was inserted into lvot again, and pacemap was performed at the earliest site. It was a good map, so ablation was performed twice there, and it was confirmed that blood pressure was decreasing. The ablation catheter was removed. During an echocardiogram, it was confirmed that pericardial fluid had accumulated, so drainage was performed. After drainage, the blood pressure returned to normal, so the procedure was ended, and the patient was returned to the ward/room. The physician noted that "it took time from orion's mapping, so it is unknown whether it was due to orion or ablation catheter." The physician felt difficulty in delivery the device to the rvot, but did not feel resistance. The patient had no stents or implanted devices. C-arm x-ray imaging was used and was near the patient. The was "getting recovered well." No issue was noted with the visual appearance and functionality of the device. No resistance was felt during use of the concomitant catheter.